Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 week following the implant of this transcatheter bioprosthetic valve, the patient developed chest pain and was subsequently transported to the hospital while in shock. Various tests revealed a sinus of valsalva obstruction. Percutaneous coronary intervention was performed. Cardiac function recovered; however, there is concern for potential brain damage due to a period of cardiac arrest noted.

Manufacturer narrative:
B2 - date of death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1. B2. B5. Second paragraph added h1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 week following the implant of this transcatheter bioprosthetic valve, the patient developed chest pain and was subsequently transported to the hospital while in shock. Various tests revealed a sinus of valsalva obstruction. Percutaneous coronary intervention was performed. Cardiac function recovered; however, there is concern for potential brain damage due to a period of cardiac arrest noted. Additional information was received that the valve migrated and the skirt obstructed the coronary orifice. Subsequently, a left ventricular assist device was inserted two days later; however, the patient died two weeks after the valve implant.

Manufacturer narrative:
Updated data: b5. Third paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 week following the implant of this transcatheter bioprosthetic valve, the patient developed chest pain and was subsequently transported to the hospital while in shock. Various tests revealed a sinus of valsalva (sov) obstruction. Percutaneous coronary intervention was performed. Cardiac function recovered; however, there is concern for potential brain damage due to a period of cardiac arrest noted. Additional information was received that the valve migrated and the skirt obstructed the coronary orifice. Subsequently, a left ventricular assist device was inserted two days later; however, the patient died two weeks after the valve implant. Additional information was received that per the physician, the valve contributed to the cause of death as the valve implantation caused the coronary artery ischemia due to the occlusion of the sov and declined cardiac function.